Event description:
It was reported that the patient experienced unspecified withdrawal symptoms. The hcp decided to reopen the pump pocket and found leakage of csf in the pump pocket; the catheter was disconnected. It was noted that prior to the catheter being attached to the pump in 2008, the catheter had been attached to a chemo port (700-04) for a trial period of 4 weeks. According to the hcp, it seemed that a proper connection to the pump was no longer possible, so the catheter was replaced. Post replacement, the patient was reported to be doing "okay". The pump was used to deliver morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.